Event description:
Two complaint devices were returned to cook for investigation, however, cook is unable to determine which wire is for which complaint due to them being returned in the same package. The first wire (manufacturer report # 1820334-2023-00025) was returned unraveled. The second wire (captured under this complaint) was returned unraveled and separated.

Manufacturer narrative:
Additional/corrected information: b5, d9, h6 (annex a and g) h3: (other): device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: as reported, a c-flex multi-length ureteral stent set was used during a ureteroscopy with stone fragmentation. Upon insertion, the coating on the guide wire in the stent set had the coating come "loose" at the tip. (Captured under MDR # 1820334-2023-00025). A second, same type device was used during the procedure and experienced the same issue. (Captured under this report). The two complaint devices were returned to cook for investigation; however, cook is unable to determine which wire is for which complaint due to them being returned in the same package. The first wire (captured under manufacturer report # 1820334-2023-00025) was returned unraveled. The second wire (captured under this report) was returned unraveled and separated. Investigation evaluation: reviews of the documentation, including the complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Two wire guides were returned with only labels from original packaging to cook for investigation. However, cook is unable to determine which wire is for which complaint due to them being returned in the same package. The first wire (captured under manufacturer report # 1820334-2023-00025) was returned unraveled. Approximately 15cm of the guide wire had a stretched appearance with the inner core wire visible. The second wire (captured under this report) was returned unraveled and separated. The device was returned in 2 segments, segment 1 is approx. 27cm long, with stretched appearance. Segment 2 is approx. 132.2cm of green exterior with 15.3cm of inner core protruding from point of separation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the complaint lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The current instructions for use state the following: precautions ¿ manipulation of the wire guide requires appropriate imaging use caution not to overmanipulate the wire guide when gaining access. ¿ when using a wire guide through a metal cannula/needle, use caution as damage may outer to the outer coating. It is not known if imaging or a metal cannula/needle were used when placing the wire guide. Cook has concluded a cause of the complaint cannot be established. Due to lack of information about the procedure it is not possible to rule out procedural factors. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a c-flex multi-length ureteral stent set was used during a ureteroscopy with stone fragmentation. Upon insertion, the coating on the guide wire in the stent set had the coating come "loose" at the tip. A second, same type device was used during the procedure and experienced the same issue (captured under patient identifier (B)(6)). There have been no adverse effects reported due to this occurrence. Additional patient/event information has been requested.